Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has pocket discomfort, the implant is very superficial and uncomfortable. Patient is always in a wheelchair so the constant pressure on the implant site could have caused migration, and it was set to be corrected surgically with either revision or removal. On (B)(6) additional information was reported by the hcp (healthcare professional) via the rep: the device had migrated since implant. They believe it was the act of moving in and out of the wheelchair that magnified the issue; the migration issue was not thought to be due to the suturing. The ins and lead were removed on (B)(6) 2019 and the customer disposed of them. No further complications were reported or are anticipated.